Event description:
It was reported that this pacemaker exhibited far field oversensing. The patient has a known issue of high capture thresholds on the right atrial (ra) lead. The health care professional (hcp) stated that this will be further discussed with the physician. No adverse patient effects were reported. This device remains in service.